Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the common compute controller (ccc) cfg to resolve the issue. The system was tested and verified as ready for use. The unit was returned for failure analysis, and the reported failure was confirmed and replicated. Upon visual inspection, no issues were found that would be related to the reported failure. The ccc was installed and tested on an in-house eft system where the component functioned as expected. The vision side cart (vsc) monitor could not display the full screen, and the vision cart power button continued blinking blue with a message indicating that the insufflator was disabled. The system was not able to program, and while the psc connected, it never completed. The unit was installed into a test bench and powered on with a power supply. It was connected to a pc, and the tegra module was visible. This unit is confirmed to be bricked according to document 1069151-01. As a result of these findings, the failure analysis concluded that the bricked ccc was the root cause of the reported failure. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer experienced a continuous 'system connecting, please wait for da vinci to be ready' messages. Site and technical support engineer (tse) had hard cycled system and moved fibers but the issue persisted. Site stated that the console was connecting but robot would not. The site is looking to move cases. The customer reported event has no report of patient injury.